Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system had leaked from the q-syte joint. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system had leaked from the q-syte joint. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Review of the dhrs revealed all challenge, set-up and in-process samples were performed per quality control plan and all passed per specifications. No quality related issues were found. Received a 24ga pegasus extension set with a q-syte assembly connected to one of the y ports within an open package from lot number 7234455. Visual/microscopic examination: damage (tears) was observed on the slit of the septum top disk. No damage (tears) was observed on the column wall. No damage (tears) was observed on the slit of the septum bottom disk (dissected after leak test). Water leak test (mm-110): attached the iso standard luer from the water leak test to the end the q-syte unit and performed the test, no leakage was observed on either the actuated or the un-actuated positions. Conclusion(s): a definite source that caused damage the tear on the slit of the top septum disk could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. The failure experienced by the customer could not be confirmed or reproduced in the laboratory.